Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on a stored non-sustained ventricular tachycardia episode. The sensitivity was adjusted, and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.